Event description:
Pt reported obtaining results of 887 mg/dl and 1000 mg/dl, while using the suspect device. The device's numeric reading range is 10 - 600 mg/dl. Additionally, the device display contains only 3 numeric placeholders. Pt reportedly sought treatment, for elevated blood glucose, at doctor's office; however, pt's blood glucose was not tested and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.